Manufacturer narrative:
Additional information received that: there were no parts in the patient's mouth, further treatment was not necessary and no patient was injured. This is follow up report for this additional information. Investigation results: only a picture of the broken start-x tip ems insert 3 was provided. Through this picture, we cannot formally state that the instrument is indeed a start-x tip ems insert 3, but we can see that the instrument is broken in the operating part. No further analysis can be made as the product is not physically available. Nothing uusual to report was found during DHR review (batch #1875862). We cannot rule on the compliance of the power settings selected by the customer in comparison with the ones recommended by maillefer which are exclusively given for ems generators. Root causes are not identified. We will track this kind of event and monitor the trend. Generally speaking, several other factors may contribute to breakage issue, such as usury, pressure or incorrect technique. All of these factors may affect the longevity of the tip. Potential root causes may be incorrect technique, overuse, excessive wear, or material issue (no analysis of the broken fragments possible). This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580 health effect - impact code - 4648 the correct codes for this complaint are: health effect - clinical code - 4582 health effect - impact code - 2199. This is a follow up report to correct this code.

Event description:
In this event it is reported that a start-x tip ems insert 3 broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.